Event description:
Complainant states that two eagle inferior screws backed out. No action is being taken, as the pt is asymptomatic. Sales rep reviewed x-ray and reports that the screws were placed in a neutral trajectory within the limits of the bushing. As events of this nature can result in the need for surgical intervention an MDR is being filed to document this event.